Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure via right endocervical approach, kink allegedly occurred when inserting the catheter into the sheath. It was further reported that the catheter was adjusted but a dent in the catheter was confirmed. Reportedly, the catheter was removed and the procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure via right endocervical approach, kink allegedly occurred when inserting the catheter into the sheath. It was further reported that the catheter was adjusted but a dent in the catheter was confirmed. Reportedly, the catheter was removed and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, three x-ray images were provided for review. Kink of catheter was noted in the area of the clavicle in review. Therefore, the investigation is confirmed for the reported catheter kink. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.